Event description:
It was reported that by a nurse that the cadd prizim pump underinfused ns on an oncology patient. There was a significant volume of fluid leftover, however the pump was indicating that the cassette was empty. No death, or serious injury was reported in connection with this incident.

Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery accuracy testing. The testing performed did not identify any device issues; the returned device passed all testing. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. As part of the inspection activities for this device type, the manufacturing facility performs an accuracy test from samples selected at shirt start up and at least every 5 hours of production. The root cause of the issue could not be confirmed; the returned device was found to function as specified.